Manufacturer narrative:
Section a2, a3b, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded toric intraocular lens was explanted during secondary surgery as the patient was dissatisfied with visual acuity. Additional information indicated that the patient continuously reported poor intermediate vision. Preoperative best spectacle corrected visual acuity values were distance 1.0, intermediate 1.0, and near j4, while postoperative values were distance 0.9, intermediate 0.7, and near j8. The lens was replaced with device from another manufacturer and the patient reported satisfaction with their vision from distance to 50cm. No other information was provided.